Event description:
It was reported to bsc/target that during an aneurysm treatment the final coil was a gdc 10-ultrasoft 2 x 6. The gdc 10-ultrasoft was deployed but not detached to access flow in parent artery. The gdc 10-ultrasoft was left in this deployed state for approx 10 minutes. After this period, it was decided to reposition the device. While pulling back on the pusher wire, it became evident that the device had detached. No current was passed, and no friction encountered between the device and the tracker excel-14 catheter. No clinical procedural complications.